Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unk) the device failed to discharge via paddles. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.